Event description:
It was reported by service report that the cot would not be able to retract consistently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Extension spring.